Event description:
It was reported that the saline tubing popping off of the orange key and spraying saline after being primed. Versajet was set at level 10 and hooked up to high-power suction on a neptune. The handpiece was discarded and the new handpiece was reported by the surgeon to not be performing as powerfully as the previous device, still at a level 10 the console was not on it's designated cart but was on a second console. Nurses were notified to correct the issue, to remove the handpiece from suction, and that a handpiece would be compd for the facility, the machine was also tested by representative and was working well. No harm or injury reported.

Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes, connection, kinks and blockage issues during setup, IFU offers further guidance. No product identification information was provided, a manufacturing record review could not be conducted. The complaint history file contains related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.